Event description:
Medtronic received info that during cannulation the suture ring of this cannula fell off the cannula into the pt's aorta. It was reported that the surgeon did not become aware of the event until the open heart procedure was under way. As a result, the surgeon opted to complete the heart surgery rather than search for the cannula ring. The procedure was completed with no adverse pt effects. When stable, the pt was taken to radiology where the suture ring was located in the femoral artery. It was reported that a second surgery, performed that same day, successfully retrieved from suture ring with no adverse pt effects reported. The cannula and its packaging were discarded and the suture ring remains at the hospital pathology department. It is unk at this time if/when medtronic will receive the ring for analysis.

Manufacturer narrative:
(B)(4): eval method: device history could not be reviewed. Results: device history could not be reviewed. No lot/serial number provided and no product has been returned for analysis. Conclusion: cause of event cannot be determined. Analysis: device history could not be reviewed. No product was returned for analysis and no lot or serial number was provided. Further info has been requested. Conclusion: based on the limited info available at this time, no conclusion can be drawn at this time. Should additional info be provided a supplemental report will be submitted.